Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a lead polarity switch. It was additionally reported that the right ventricular (rv) lead exhibited a lead polarity switch and a lead impedance warning. Both the lv and rv leads remain in use. No patient complications have been reported as a result of this event.